Manufacturer narrative:
Corrections: e1 - facility name: updated from (B)(6) hospital. (B)(6).

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered resistance during advancement. Factors that may contribute to difficulty advancing the guide wire include, but are not limited to, challenging anatomy, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it is possible that manipulation of the guide wire, when resistance was met, contribute to the reported peeling; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of procedure estimated as 9/26/2022. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that during use of the balance middleweight universal ii guidewire some resistance was encountered during navigation. Additionally, a slight loss of hydrophilic coating was observed after some time. Upon removal, the guide wire was wiped with gauze, revealing a dark gray residue which was determined to be from the polymer coating. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.